Event description:
The company received a report where it was claimed that the reported device developed a cuff leak during pt use. Replacement of the tube was required due to the reported leak. The tube was replaced without incident.